Event description:
Report from an international affiliate that the balloon on the catheter burst while in use. Unable to get any more info on the pt but, if any becomes available it will be forwarded to the agency.

Manufacturer narrative:
When received the balloon would not inflate due to a diagonal cut located center of the balloon. The cause of the cut could not be determined. The thermistor and patency tested normal. The balloons are 100% tested prior to packaging. A work order review verified that the lot passed inprocess balloon inflation and deflation test prior to packaging. The appropriate engineer and production supervisor was notified of this complaint.